Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the home patient (hp). The cg stated they hp was doing fine and has had no injury or medical intervention from the system error 2240 occurring.

Manufacturer narrative:
(B)(4).

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device. The system error occurred on (B)(6) 2011. Process step and cycle were not found in the event log. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 (air in line) was not confirmed; the cause was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.